Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number. It was reported that the patient experiencing auto reducing due to high impedances on one of the leads. A manufacturer representative met with the patient and was unable to program effective therapy. Surgical intervention was undertaken on (B)(6) 2021 wherein the both leads were explanted and replaced. Effective therapy was restored post op. It is unknown which lead has the issue so both leads are being reported.

Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.